Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 9 7755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they can't seem to charge their implant. Patient stated the implant battery ran down for a long reason that they did not share and now they are unable to charge the implant. Patient mentioned that they try to charge with the recharger and cannot charge; patient added that they have no battery in their implant currently and that they were able to charge earlier this week. Patient noted that they did a controller reset but that did not resolve the issue. Patient stated that they normally charge laying down and that they once they spoke to a manufacturer rep who told them that their implant cannot move in the pocket but patient thought it did because they feel it less than usual. Patient stated that they are in pain and are leaving for a trip for 2 weeks. Agent walked patient through a controller reset; patient confirmed controller powered back on. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Patient then connected the recharger and got no device found. Patient pressed recharge and got the connect the recharger screen. Patient unplugged and re-plugged the cord back into the controller and the controller still did not recognize that the recharger was connected. Patient inspected the controller port and said it looked like the rightmost pin was slightly raised. Patient wanted to verify that the battery pack worked; agent reviewed information with the patient. A replacement controller and recharger telemetry module (rtm) was sent out.